Event description:
It was reported that a field representative was checking the patient's device. During the check, the right ventricular (rv) shock lead impedance (sli) measured greater than 200 ohms. It was found that at the previous check, the sli was also out of range. On june 21st the patient received 4 shocks for true ventricular fibrillation (vf). The slis were 59 ohms, 57, 56, and 55 ohms. Troubleshooting options were discussed and the field representative was going to consult with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.